Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v673557, implanted: (B)(6) 2011, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
The consumer reported the device had been turned off for a year or two, noting ¿nothing really¿ helped the patient ¿at all because her bladder was in such bad shape.¿ reportedly, the only thing that worked was a catheter. The patient ¿just had another thing done about a month or two ago¿ which gave her a bladder infection that needed medication; it was unclear as to what the meant by ¿another thing done.¿ troubleshooting, actions, and outcome remain unknown. Follow up was conducted to obtain additional information.